Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was noted to be in backup mode. A device download is anticipated to resolve the event, however no intervention has been performed at this time.

Event description:
Technical support was contacted, and the device was successfully restored to normal function. The patient was stable with no consequences.